Event description:
Inbound. Patient reported cadd legacy pump 384243 with cadd cassette lot number 4096351 alarmed no disposable clamp tubing, unable to resolve, cassette 4096351 would not run on cadd legacy pump 362424. Patient mlxed new cassette with different lot number 4040249 and pump running. No defect or extra plastic on top noted. Unable to remove blue caps ICU medical tubing lot 5141376 unless uses pliers, ICU medical tubing 5141376. No further details provided,